Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high lead impedance and an inability to extend the helix could not be confirmed. The electrical analysis of the returned lead yielded normal results. As received the helix was fully retracted and clogged with blood and tissue. The excessive blood in the inner coil and the helix header could have accounted for the helix extension problem that was reported from the field.

Event description:
It was reported that during implant, high lead impedance was observed. The lead helix was also not extending. The lead was not implanted.